Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between may 27, 2023 ¿ may 29, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device, video sample, and photo sample were received for evaluation. A visual inspection of the video and photo sample was performed, and leakage was observed from the administration spike port. Functional testing using tap water was performed, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.